Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the bed missing a side communication cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011, 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the missing side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed wasn't sending a nurse call. The bed was located at the account in storage. There was no patient/user injury reported. (B)(4).